Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The reported lot# 18b23t1 was not found for the catalog # provided.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set had cadmium inside. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd vacutainer safety-lok blood collection set had cadmium inside. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The manufacture date entered was incorrect. The correct manufacture date is as follows: manufacture date: 2018-02-24.

Event description:
It was reported that a bd vacutainer safety-lok blood collection set had cadmium inside. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for abnormal cadmium levels with the incident lot was not observed as all product specifications were met. Based on evaluation of the customer samples, the customer¿s indicated failure mode for abnormal cadmium levels with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to abnormal cadmium levels as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for abnormal cadmium levels with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that a bd vacutainer safety-lok blood collection set had cadmium inside. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information: the lot # has been identified and is no longer unknown. Medical device lot # 18b23t1. Medical device expiration date: 2020-02-28. Manufacture date: 2018-02-26.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set had cadmium inside. There was no report of exposure, serious injury, or medical intervention.